Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 62-64 (mg/dl). The customer received assistance from the school nurse in setting a temporary rate of 0% for two hours and providing glucose tablets. Recommendation was made to consult with health care provider regarding diabetes management.